Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke and the tampon remained inside. She was unable to remove the tampon and had to seek medical assistance. The doctor removed the tampon. No further information has been received.